Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that a lawsuit alleged that the patient "has sustained injuries" due to lead. Additional information received indicated that a lawsuit alleges that the patient "was implanted with a [lead wire system], and suffered physical and other injury as a result of the recalled lead." Further alleged was that the [patient] "experienced inappropriate and/or excessive shocking, fracture or other injury." The lawsuit further alleges the [patients] "have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. The [patient] has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced."